Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued an advisory communication in august 2019 regarding a subset of emblem devices that has an elevated potential of exhibiting this behavior; the population of devices that may be impacted was expanded in december 2020. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
This supplemental report is being filed to provide additional information regarding product analysis. This supplemental report is being filed to provide additional information that the product has been explanted and replaced. The doctor explanted the pulse generator due to its age. There were no additional adverse patient effects. It was reported that the shock impedance was greater than 400 ohms. An x-ray was done, and an electrode fracture was suggested just distal of the sense b node. The system has been programmed off. The patient was admitted to the hospital for a system replacement. There were no additional adverse patient effects.

Event description:
It was reported that the shock impedance was greater than 400 ohms. An x-ray was done, and an electrode fracture was suggested just distal of the sense b node. The system has been programmed off. The patient was admitted to the hospital for a system replacement. There were no additional adverse patient effects.

Event description:
This supplemental report is being filed to provide additional information that the product has been explanted and replaced. The doctor explanted the pulse generator due to its age. There were no additional adverse patient effects. It was reported that the shock impedance was greater than 400 ohms. An x-ray was done, and an electrode fracture was suggested just distal of the sense b node. The system has been programmed off. The patient was admitted to the hospital for a system replacement. There were no additional adverse patient effects.